Event description:
Invalid result(s): invalid result. The user reported that their test didn't produce a result, and they confirmed that they performed the test procedure correctly.

Manufacturer narrative:
The current complaint is pending investigation from acon's contract manufacturer. Acon will submit a follow-up MDR upon investigation completion. Any additional information received by acon may be included with a follow-up MDR.